Event description:
It was reported that when the device was used during a thoracotomy pulmonary resection, the device did not cut. It is unknown how the case was completed. There was no consequence to the pt.